Manufacturer narrative:
A ge svc rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable at this time.

Event description:
The customer reported that the live image would intermittently disappear. The sys would intermittently stop producing x-ray. There is no report of pt injury.